Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis and pericardial window. A pericardial effusion occurred during the procedure. They noticed the effusion after there was a drop in blood pressure that was confirmed via intracardiac echocardiogram (ice). There was a baseline effusion, size unknown, and the post effusion appeared slightly larger than the baseline. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stable and on their way to the operating room (or) "to do a window". The physician is unsure what caused this event. Transseptal puncture was performed. Ablation was performed prior to the event. No evidence of steam pop. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31366273l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis and pericardial window. A pericardial effusion occurred during the procedure. They noticed the effusion after there was a drop in blood pressure that was confirmed via intracardiac echocardiogram (ice). There was a baseline effusion, size unknown, and the post effusion appeared slightly larger than the baseline. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stable and on their way to the operating room (or) "to do a window". The physician is unsure what caused this event. Transseptal puncture was performed. Ablation was performed prior to the event. No evidence of steam pop.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).